Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening on the posterior and crease fold. Leak test and microscopic analysis were performed which identified one striated opening on the posterior and a cracked valve. Based on the device analysis the final assessment was one striated opening on the posterior due to surgical damage consistent in the use of some surgical tools, and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.